Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated the pump kept flipping and then would not scan. Steps taken to resolve the event included they removed the pump surgically and had it replaced with a new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving floxuridine (asked, did not provide mg/ml at asked, did not provide mg/day) via an implantable pump for malignant pain. It was reported that the communicator could not find the device. No device found message. It was stated that they have tried 2 tablets and 2 communicators but nothing will connect. It was reviewed options of accessing the pump to confirm the pump is not flipped, attempting telemetry with their 8840, and/or verifying pump orientation via x-ray. When asked about drug information, caller stated that the pump was filled 2 weeks ago with floxuridine, but did not provide dose or concentration. They plan on doing a hep saline flush. No patient symptoms or complications reported. Additional information was received that the patient's pump had been flipped about a month or so but it was addressed by the doctor. The pump was accessed successfully about 2 weeks ago for the patient's last refill.